Event description:
It was reported that during a roux-en-y procedure, the surgeon put an instrument through the device, applying torque and a high leakage (hissing sound) was heard from the device the visibility was not reduced but the pressure dropped from 15 to 9 during the leakage. This occurred with three devices. The devices were used for the remainder of the case. There was no delay to the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thyroid procedure, after a few minutes, the device did not function. No further information is available. Completed the case with the same like product. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.